Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-oct-2018 with the following findings: a review of the pump¿s black box showed cs 078 alarms occurred. During testing, the pump was powered on to the verify screen. The pump emitted a cs 078 alarm. Further testing was not able to be performed. The pump case was removed and internal moisture damage was found near the motor flex connector and other internal components. Due to the moisture damage, the motor was not working. Unrelated to the complaint, investigation revealed multiple cracks in the battery compartment with moisture corrosion inside. Leak testing showed a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.